Manufacturer narrative:
The user reported differences between sg and bg values. During troubleshooting, user mentioned rapid changing values and performing manual labor in high heat. Case was escalated where based on review of the data, support found that the system experienced a period of instability but appears to be stable now. Support also recommended that the user continue to use system, entering calibrations when requested, and moving to a cooler place when the issue occurs while working in the heat. Other suggestions included wearing a lightweight, long-sleeved shirt to provide some protection when spending extended periods outdoors in the heat. The user remained unresponsive to multiple communication attempts to provide escalation response.upon review of dms, the user is currently using the system, and the information is up to date. There were small gaps of data noticed in review, but as user was unresponsive, proper calibration techniques weren't discussed. B4. Date of this report 29 oct 2025. G3. Date received by the manufacturer? 29 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114,3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, there was a brief period of instability in the system which may have contributed to the differences in bg/sg observed by the user. The system has since stabilized, showing better agreement in bg/sg values. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 01 august 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.